Event description:
The facility reported a flo-gard infusion pump with a constant false occlusion alarm. This condition was discovered during programming/set-up in the facility's intensive care area. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a constant false occlusion alarm was not confirmed nor duplicated during product evaluation. Therefore, no assignable cause can be provided and no repair was necessary for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.